Event description:
My insurance provider change glucose meters from the one touch reveal to the true metrix air. During this time period my primary care physician was changing my diabatic medication. I started using the device on (B)(6) 2026 and on (B)(6) 2026 for my morning blood glucose at 5:24 the true metrix air had a reading of 121. That is high for me, and I was worried the new medication was not working. I rechecked using the true metric air and the new reading was 94. I do the same thing every time. Wash my hands. Do a finger stick. Wipe away the first drop of blood. Collect the sample from the second drop. I do not squeeze my finger. The was a significant change in value. Out of curiosity I checked on the one touch reveal and that reading was 93. I realize there is a 15% + or - difference that is allowed from one glucose meter to the next but this 30%. Since this was a new machine for me and it could have been operator error, I keep using the true metrix air, but the problem has continued. This does make the readings I am getting suspect. After the next reading that was too high, I made a decision to double check every reading with the one touch reveal. The reading from the true metrix air is not always in error but about 50% of the time they are 30% or more different with the true metrix air always higher. Another example on (B)(6) 2026 with my evening reading on the one touch reveal at 144 the true metrix air was 175 a 22% difference. On recheck with the true metrix air the reading was 148. If my doctor just used the data from the true metrix air he would probably change my medication again. Dangerous machine.